Manufacturer narrative:
Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent foreshortening occurred. The target lesion were located in the right common iliac artery (cia) and left cia. After a 10x60x75mm epic¿ vascular stents was implanted in the left cia, another 10x60x75mm epic¿ vascular stents was implanted in the right cia. However, it was noted that the stent implanted in the right cia was foreshortened and the stent size looks like 10x40mm. No additional intervention was done to treat the foreshortened stent as the stent size was just enough to treat the lesion and the procedure was completed. No patient complications were reported and the patient's status was stable.